Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). One implant mount 3.4mm(d) x 15mm(l) (mmc15) and one full osseotite® tapered implant 3.25 x 8.5mm (fnt3285) were returned for investigation. Visual evaluation of the as returned implant identified signs of use. The mount and screw head had damages, most likely from the removal process. Functional testing was performed and mount could not be disengaged from the implant. Signs of wear on the mount and screw hex. Device history record (DHR) review was completed for the subject lot number (559380). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Complaint history review was completed for the subject lot number (559380) for does not disengage/release category through the manufacturer internal system and no other complaint was identified. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. UDI not available.

Event description:
It was reported that at the time of placement, the mount got stuck. It is confirmed that the procedure was concluded with another implant.